Event description:
Int'l ((B)(6)) complaint received reporting leakage issue with use of d1000 tego connectors. The initial information reports "tego leaked blood appeared on day 5 or 6". There were no reported patient injuries or adverse consequences. The involved tego connectors were removed and replaced with no further problems encountered. Additional event/usage information and status of the involved devices hsa been requested. As of the date of this report the tego connectors/set-up have not been returned for analysis and confirmation.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 2977658 (mfg. (B)(4) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Findings: the involved devices were not returned for analysis and confirmation. The cause of the event remains unknown.